Manufacturer narrative:
A visual examination of the returned device found the handle was damaged and cut at both the hypotube near the handle, and at the distal end near the jaws. Examination of the distal components found the clevis arms buckled with jaws retracted into the clevis barrel. No abnormalities were noted with the device riveting and welding which were within specifications. Functionally, the returned unit could not be tested due to its returned condition (handle damaged and catheter cut). A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. The most probable root cause is operational context as excessive force may have been applied to the device due to anatomical or procedural factors limiting the device performance. (B)(4).

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)

Event description:
It was reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps standard capacity was used during a stomach biopsy procedure performed on (B)(6), 2011. According to the complainant, during the procedure while taking a second biopsy, the forceps jaws became stuck onto the stomach wall and could not be released. The jaws were released from the tissue after multiple attempts with a slight tear to stomach wall. Nothing was done to repair/correct the alleged tear. It was then noticed that the distal tip of the device did not have correct alignment and was distorted, which prevented removal thought the scope. The device and scope were then removed in tandem from the patient and wire cutters were used to cut the device and remove it from the scope. Subsequently this allowed the tissue specimen to be removed from the device and the procedure was completed at this point with this radial jaw 4 single use biopsy forceps standard capacity device. Reportedly the device was inspected/tested prior to use and no anomalies were noted there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps standard capacity was used during a stomach biopsy procedure performed on (B)(6), 2011. According to the complainant, during the procedure while taking a second biopsy, the forceps jaws became stuck onto the stomach wall and could not be released. The jaws were released from the tissue after multiple attempts with a slight tear to stomach wall. Nothing was done to repair/correct the alleged tear. It was then noticed that the distal tip of the device did not have correct alignment and was distorted, which prevented removal thought the scope. The device and scope were then removed in tandem from the patient and wire cutters were used to cut the device and remove it from the scope. Subsequently this allowed the tissue specimen to be removed from the device and the procedure was completed at this point with this radial jaw 4 single use biopsy forceps standard capacity device. Reportedly the device was inspected/tested prior to use and no anomalies were noted there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.